Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient had sought other help, but to no avail. The patient wanted to fill the information in but did not wish to enclose names of who took care of them. The stimulator was of no help to the patient. The leaking to this day was unreal and everything the patient possibly could to and they money they spent doing it was enormous.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0315z, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain going down their thigh and to their knee and they walked like they were crippled in the morning, however after a while the pain went away. The patient believed this started a month or 2 ago. The patient believed it could be nerve pain and they also felt sprinkles like there was urine going down their leg however when they checked there wasn¿t any moisture. The patient didn¿t know if it was the device or possibly the mattress. The patient didn¿t know if it was related but they had 3 falls. The first 1 was in (B)(6) 2014 and the second and third falls were last month. Two of the falls were really bad in that the patient fractured their arm and the other they fell on their ribs on the same side as their heart valve. The patient had x-rays of their arm and couldn¿t have an MRI and was told by their health care provider (hcp) that they couldn¿t have surgery due to their heart. The patient went to see their hcp last week for urodynamic testing and someone from the manufacturer was there and they checked the patient¿s device. The patient mentioned pain to them but didn¿t get any direction until their hcp suggested they turn the stimulation off. With the assistance of their son the patient turned the stimulation off yesterday but was not sure. When the patient woke up this morning they had the same pain in their thigh and had to use a cane to help them walk around. The patient never used their patient programmer. The patient synced the programmer with their implantable neurostimulator (ins) and was set at 1.6v on program 3 and the stimulation was off with the empty apple. It was noted that the patient had a life alert system. It was further reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The manufacturer representative helped the patient turn the device off, which needed to be done. They asked if the patient saw off after pressing the off button and also a picture of an apple, and if they did it was off. They were helpful, unfortunately the device turned on and they did not help the patient. The patient wished they could say it helped them, but unfortunately it didn¿t. It was also reported that the patient still had concerns with their device or therapy but had not sought further help.